Event description:
It was reported that during a knee scope the device was not holding. No delay and no back-up device available. No patient injury or other complications were reported.

Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site information and registration number 1643264 (s+n oklahoma). The correct manufacturing site information and registration number is 1219602(s+n mansfield).

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no issue was observed. A functional test revealed the positioning lock was jammed and would not loosen. Positioning the device in a holding position was not achievable as the position lock could not be adjusted. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event include excessive force applied to the positioning lock which could have caused seizing. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.